Event description:
It was reported that the patient experienced difficulty operating the inflatable penile prosthesis (ipp) as the pump bulb is facing upwards. The patient notes that in order to use the device, the pump needs to be rolled down. It was indicated that the patient has not been able to deflate the ipp completely and the valve is not popping as usual for approximately four days. Troubleshooting was attempted by doing valve resets to no avail. Patient liaison suggested reaching out to the physician for evaluation of the ipp. No additional information was reported.